Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced unexplained high blood glucose. Customer's blood glucose was 500 mg/dl at the time of incident and customer did not mention any form of treatment for high blood glucose reading. Customer also mentioned that she was hospitalized about a month ago due high blood glucose and was taken off the insulin pump therapy and now back on insulin pump . Customer stated that there were no symptoms related to high blood glucose event. Unable to gather more information on customer's hospitalization and high blood glucose event due to customer had to go back to work. Advised customer to call back to complete the troubleshooting on the high blood glucose issue. Insulin pump is not expected to return for analysis.